Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who is a participant for ilet experience study experienced a hyperglycemic event while using the ilet bionic pancreas, with the user stating feeling dizzy and thirsty; the user declined to provide blood glucose questionnaire details and declined follow-up, and no alerts or alarms were reported. Investigation included review of available complaint details and regulatory reporting records. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, and no device malfunction or component issue was identified based on the absence of alerts or alarms. Symptoms included dizziness and thirst consistent with hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.